Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedances measuring 150 ohms. It was noted that impedances have steadily increased. Technical services (ts) discussed possible causes and recommended to increase the upper rate limit to 150 ohms. Ts also suggested to consider a maximum energy synchronized shock should impedances climb above 150 ohms. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.